Manufacturer narrative:
H10: the actual devices were not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the set was used and that the lamina covering the cassette was apparently cut by a scissor or blade type object. It was evident a knife or scissor cut on the sheet that covers the cassette. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette sheeting on seven (7) homechoice automated pd sets with cassettes were broken which resulted in a leak. This was observed during set up of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date - during the last 30 days, the supplies have failed 7 times. Initial reporter address - (B)(6). Initial reporter phone no. ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.